Event description:
Spring became disconnected from stapler and fell into the patient's chest cavity during a tecab surgery. It was not recognized until a post-operative chest x-ray revealed a small metallic density in the patients left chest.